Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI:unavailable.

Event description:
(B)(6) 2017: litigation record received. Litigation alleges pain, elevated metal levels in the blood and loss of mobility. Revision is scheduled, but hasn't been confirmed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records for MDR reportability, it was reported that the patient was revised to address metallosis, worsening pain and elevated metal ions. Revision note reported a large amount of metallic tinged fluid within the trochanteric bursa and hip joint, diffuse metallic staining throughout the synovium of the hip joint and in the trochanteric bursa.